Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an ICD upgrade, low sensing and undersensing during an svt episode were observed. The physician decided to replace the lead.